Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason(s) for reoperation is/are: "capsular contracture baker grade iii". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, change shape/size/style". This record is for the left side. Device has been explanted.